Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the customer received intermittent minimum fill notification after filling a cartridge with insulin during the load process. The customer's blood glucose (bg) level was 180 mg/dl at the time of the reported issue and indicated that a bolus was delivered to address bg level. Reportedly, the customer had used cold insulin.